Event description:
Boston scientific received information that this device was displayed end of life (eol) indicators. The device battery was exhibiting an extended charge time of greater than 30 seconds, and as a result will be explanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.